Event description:
It was reported that during use of the pump, dampened arterial waveforms were noted. The user changed the cable and transducer, but the waves were still dampened. The pt was transferred to another pump without any complications.